Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores and blistering. Patient advised the skin is broken. There was no alleged device malfunction contributing to the irritation. A nurse requested patient receive larger garments due to current garments being too tight. Patient was sent larger garments. Follow up indicated irritation has improved.